Event description:
It was reported that during a procedure at the user facility the core impaction drill was overheating. The procedure was completed successfully with no delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
The reported overheating was not confirmed during the device evaluation. However, upon disassembly for visual examination, corroded bearings were found.